Manufacturer narrative:
After having the nalu system implanted, the patient shared with a firm representative the presence of a cyst on the spine. Patient reported that they had misunderstood MRI conditionality prior to the implant and had not understood that a spine MRI would not be feasible with the system in place. Patient is unclear if the presence of the cyst was known prior to implant or not. Patient reported receiving good pain relief when the nalu system was in use and there is no indication of any system or component failure. Primary reason for the explant is related to MRI compatibility.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 targeting the suprascapular nerve. Patient participated in a trial and wear experience with nalu and then requested that the implantable pulse generator (ipg) for the permanent system be placed in the upper flank area with the leads brought up from there to the shoulder area. Upon activating the permanent system, the patient reported issues with communication between the ipg and the external therapy discs. Investigation found that the ipg had been placed in a skin roll, causing interference between the components. Additionally, the patient later reported anticipation of full body MRI needs at some point in the future. Patient requested to remove the system due to the communication issues and anticipated MRI needs. A full system explant was performed on (B)(6) 2024 per patient request.